Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia when the md was attempting to insert the swg through the ars, the swg became severely bent around the 10cm mark. As a result, a new kit was opened and used to complete the procedure without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. It was noted that the md is skillful with the kit and followed the IFU.